Event description:
It was reported that an ilet pump with a broken or cracked screen required replacement, and the user was instructed to return the original device, shut it down via menu settings to avoid further alerts, and use backup therapy because insulin delivery and meal announcements were not reliable. Symptoms included no adverse clinical effects. Outcomes included no hospitalization or medical intervention. Investigation included review of the reported device damage and logistical verification for replacement and return. Investigation of this case revealed damage to the display hardware consistent with a screen failure that compromised normal use, with no associated alarms or systemic device malfunctions identified. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device.